Event description:
Pt's right neck IV infiltrated. IV removed and instant warm pack applied. Warm pack wrapped in a towel before applying to pt. Pt was noted to have a 2x1.5 cm blister on right shoulder after removal of warm pack.